Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The device was explanted due to an electrode migration out of cochlea. In addition, two channels were already extra cochlea since implantation. Furthermore, in situ measurements point to an air bubble over the reference electrode following the trauma, which might have affected the recipient's performance additionally.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The user was reimplanted. During the revision surgery, it was observed that the implant housing was still in place. The round window was extended, however, there were still channels outside the cochlea. Consequently, a different electrode array variant was selected for the new device.

Event description:
The user's hearing performance with the device is affected after a trauma to the head. The clinic will try to reposition before reimplanting the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.